Manufacturer narrative:
On (B)(6) 2021, it was found that the incorrect event date was reported on the initial report. Manufacturer's reference number: (B)(4) on the initial report, it states that the event date was (B)(6) 2021. However, the actual event date is unknown at this time.

Manufacturer narrative:
On 30-jul-2021, the suspected medical device was returned for evaluation. On 30-jul-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed a crease/fold on the anterior view. Additionally, a tear (a) was noted within the crease, measuring approximately 0.3 cm. Leak testing was performed in accordance with the mentor's procedures. Findings revealed a tear (b) at a junction at the valve system. A microscopic examination was performed, and the cause of tear b could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. The evaluation determined that the cause of rupture a is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears, and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, desire to have larger implants manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor smooth round moderate plus profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus profile prostheses (catalog #: 3502450 left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021.